Manufacturer narrative:
(B)(4). Batch # n90u8j. The device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld in addition the blade tip was intact and not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11, the generator immediately displayed the "replace instrument" alert screen and the device could not be activated for further functional testing. The device was then connected to the eeprom reader, the eeprom was found to be corrupted. (Instrument eeprom read verification mismatch). The device was disassembled to inspect the internal components and no anomalies were noted. It is possible that the issue encountered was due to the hp054 hand piece contacts being dirty. It is recommended that the hand piece gold ha contacts be cleaned periodically or when dirty. Failure to do so can result in lost device function. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.